Event description:
A laparoscopic case was being performed when the surgical stapler misfired. This resulted in a partial open bowel which necessitated converting from a laparoscopic case to an open case. There was no lasting harm to the patient as a result of this. The defective device was given to the supply chain manager for return to the manufacturer for further examination.